Manufacturer narrative:
Device evaluation: visual inspection revealed the tip is twisted/deformed and fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. Reference report 3012447612-2021-00407.

Event description:
It was reported the tips of two cannulated drivers broke while implanting screws in the pelvis. The tips were retrieved. There was no reported patient harm. This is report one of two for this event.